Event description:
Taxus IV clinical study: it was reported that 1423 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). The target lesion was located in the proximal circumflex (prox cx) with 99% stenosis, a length of 24mm and reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 32mm express2 bare metal stent with 0% residual stenosis. The pt was discharged the next day on doses of aspirin and plavix. In 2006, greater than 3 years post index procedure, the pt was admitted for elective pci. Of note, the pt had an abnormal stress test prior to the pci and subsequent cardiac catheterization. Revealed dist. Cx 95% stenosis, core lab report 81.10% (proj. 1) and 76.80% (proj. 2) stenosis of the target lesion. The pt was subsequently referred for pci. The pt was discharged the next day on aspirin and plavix. In the opinion of the physician, the relationship of the tvr to the study stent is possibly.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.